Event description:
During a dhs procedure, the surgeon was using the reduction forceps and, upon reduction, one of the jaws of the reduction forceps broke. The surgeon used another forceps to complete the procedure with no reported adverse effect to the patient. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative additional evaluation showed that this complaint is indeterminate from a manufacturing standpoint. It is impossible to determine if cause of failure is from intentional misuse, or product damage. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.